Event description:
It was reported by the rep that the (1) tsw 35 was used during a laparoscopic appendectomy procedure. It was reported that the stapler locked and would not fire the staples all of the way. There was no consequence to the pt.